Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 12 hours post laparoscopic sigmoidectomy, on colorectal anastomosis, an anastomosis leakage was noted. Re- anastomosis had to be done after 5 days. The drainage secretion was noted to be purulent and patient had sepsis. Patient had anastomotic insufficiency with peritonitis, twice reoperation via laparotomy, the first reoperation was laparoscopic. An unanticipated tissue loss and damage were noted. Patient hospitalization was extended and is currently 15 days stationary.